Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the connecting screw between a tibial nail and insertion handle for titanium cannulated tibial nail cross-threaded during disassembly. The hex shaft and wrench was used to apply enough force to disconnect the nail from the connecting screw. The procedure was completed successfully with a delay of approximately 15 minutes. Patient outcome was not provided. Concomitant devices reported: 9mm cannulated tibial nail-ex 330mm (04.004.346s, lot 7228397, quantity 1), insertion handle for titanium cannulated tibia nail (part number unknown, lot number unknown, quantity 1). This report is for one (1) cannulated connecting screw for standard insertion handle this is report 1 of 1 for (B)(4).